Event description:
During a fistulogram procedure, the sheath leaked at the hub. The procedure was completed successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation : a review of complaint history, quality control, trends, and a functional test and visual inspection of the returned device were conducted during the investigation. One used sheath was returned for evaluation. Functional testing of the device confirmed a leak between the sheath and connecting cap. The device was dis-assembled and the flare was found to be pinched within the cap. Detection activities have been conducted. It appears that the pinched flare within the connecting cap cause attributed to this failure mode of leakage. The appropriate internal personnel will be notified of this event. Per the risk assessment, no further action is necessary.

Event description:
During a fistulagram procedure, the sheath leaked at the hub. The procedure was completed successfully. A section of the device did not remain inside the patient&#38112;body. The patient did not require and additional procedures nor experience any adverse effects due to this occurrence.